Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that flow is observed from both the primary and secondary IV bags when there should only be flow from the secondary IV bag. This results in volume left over from the medication. Clinicians have to add volume to finish the infusion. Clinicians report that every IV set- up uses two (2) fully extended hangers. There was patient involvement however outcome is unknown. This reported to bd representatives during on site visit. Additional information was obtained from the customer. "This is primarily a concern when we have attached a chemo lock device to the primary line in order to attach a chemo lock secondary set. We can often identify this concern when we are priming the secondary line as the secondary takes more force or ¿squeezing¿ to get the fluid to prime the line. When the problem occurs, we will pinch off the primary line with tape or something else, but sometimes this results in a ¿downstream occlusion¿ message, and it therefore becomes necessary to change the entire primary set". Customer states they use ICU medical chemo lock port and attach to the ICU medical secondary set.

Manufacturer narrative:
Correction: describe event or problem. Omit: e2401 - insufficient information, f24 - insufficient information. Additional information: imdrf annex e and f codes and manufacturer narrative. Investigation summary the report of an under infusion was not able to be confirmed or replicated. Inspection, log review and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. External and internal inspection of the suspect pump module could not be performed because the device was not returned for investigation. Inspection and testing of the incident administration and secondary sets could not be performed to determine if any issues existed with the primary set check valve since the incident administration and secondary sets were not returned for investigation. The setup of the system and the medication bag at the time of the reported event could not be confirmed. Based on the information provided by the facility, it is not possible to ascertain programming or event details related to the alleged incident. Log review could not be performed because the devices and their associated logs were not returned for investigation. Per product labeling, alaris system user manual (v12.1), to ensure proper flow, the secondary fluid container must be positioned at least 9.5 inches higher than the primary container, with the top of the secondary bag always above the y-site to prevent air from entering the line. Smaller secondary bags (50¿100 ml) typically need only one hanger, while larger or faster infusions may require additional adjustments. A simple test is recommended to confirm that the primary line does not flow during secondary infusion, this involves observing the primary drip chamber while adjusting the secondary container¿s height. To prevent backflow, a check valve should be used on the primary line. If unavailable, clinicians must manually clamp the primary line during secondary infusion and unclamp it afterward. When the secondary volume to be infused (vtbi) reaches zero, an audio alert if enabled) signals completion, and the system automatically resumes the primary infusion. For secondary setup, the clinician should spike and hang the secondary container, prime the tubing, and attach it to the upper injection site on the primary set. The primary container must then be lowered using the provided hanger to maintain the required height differential. When a secondary infusion is started, the user must ensure that drops are falling in the secondary drip chamber and not in the primary drip chamber. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of simultaneous flow from both the primary and secondary IV bags when only the secondary bag should have been infusing and resulting in under infusion, could not be identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation. Inspection and testing of the incident administration and secondary sets could not be performed to determine if any issues existed with the primary set check valve since the incident administration and secondary sets were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that flow is observed from both the primary and secondary IV bags when there should only be flow from the secondary IV bag. This results in volume left over from the medication. Clinicians have to add volume to finish the infusion. Clinicians report that every IV set- up uses two (2) fully extended hangers. There was patient involvement but no harm. This reported to bd representatives during on site visit. Additional information was obtained from the customer. "This is primarily a concern when we have attached a chemo lock device to the primary line in order to attach a chemo lock secondary set. We can often identify this concern when we are priming the secondary line as the secondary takes more force or ¿squeezing¿ to get the fluid to prime the line. When the problem occurs, we will pinch off the primary line with tape or something else, but sometimes this results in a ¿downstream occlusion¿ message, and it therefore becomes necessary to change the entire primary set". Customer states they use ICU medical chemo lock port and attach to the ICU medical secondary set.